Manufacturer narrative:
Method: the suspect device will not be returned for an eval and investigation. The lot number of the device was not provided; therefore, the device history record (DHR) can not be reviewed. Results: results will not be available as the suspect device was not returned and methods were not performed. Conclusions: from the info provided, there is no evidence of device malfunction during the use of the pain pumps. Both pts had sciatic/popliteal nerve block first, underwent surgeries and then the pain pumps were connected to provide the postsurgical pain mgmt. However, both pts experienced residual numbness and persistent pain, possible symptoms of nerve damage. Nerve damage from peripheral nerve block can be multifactorial, including the procedure, needle puncture, pre-existing pathology and medications used. In this case, both pts received 550ml of 0.5% ropivacaine, with its common side effects from mild systemic toxicity (auditory changes, circumoral numbness, metallic taste, and agitation) to central nervous system (seizure, coma, respiratory arrest) findings and cardiovascular events (hypertension hypotension, tachycardia, bradycardia, ventricular arrhythmias, cardiac arrest). Persistent pain and numbness, possible signs and symptoms of nerve damage, were less likely to be attended to the use of the local anesthetics. In addition, one pt was diagnosed with chronic regional pain syndrome (crps) and nerve pain, which are also common postoperative complications associated with foot and ankle surgery. At this point, our investigation is still ongoing. A use review was performed: the catheter used is not an I-flow product. The drug used was 0.2% ropivacaine. If additional info pertinent to this event becomes available, I-flow will submit a f/u report. Info from this incident will be included in our product complaint and MDR trend reporting sys. Additional investigations may arise as appropriate.

Event description:
Drug/diluent: ropivacaine 0.2%, fill volume: 550 ml, flow rate: 8 ml/hr. Procedure: left peroneal brevis repair and calcaneal osteotomy. Cathplace: posterior - thigh above knee. Date of surgery: (B)(6) 2013. (Please reference 2026095-2013-00174/13-01053 (B)(6)). (Patient (B)(6)) a physician reported that he had two pts that experienced extended nerve numbness. Pt had residual numbness plus pain (complex regional pain syndrome) following continuous peripheral nerve block (cpnb). It is reported that the pt has continuing symptoms. Pump was pre-filled by distributor. Date pump was filled: (B)(6) 2013, infusion started: (B)(6) 2013, infusion ended: (B)(6) 2013.